Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that neither a product nor a material failure. With the breaking point and the homogeneous fracture characteristic of the broken screw heads, a short-term mechanical overload lead to the occurrence.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown screws. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a planned explanation, two screws were broken. One of the broken screw shafts could be removed, the second screw shaft still remained in the patient to avoid bone damage. The surgery was a standard removal after healing process. There was no report of a surgical delay. This report is for two unknown screws. This report is 1 of 1 for (B)(4).